Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during the investigation, the keypad was found to be intact and all keys responded appropriately. Investigators were unable to duplicate the complaint. The keypad cover was removed, and no contamination was found under the key contacts. The pump¿s cover was removed, and internal moisture was found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.